Event description:
The patient reported that they had strange feeling when they urinated since (B)(6) 2017. They felt a pain that went all the way up to their throat. The patient also felt the sensation with the urge to go to the bathroom since (B)(6) 2017. This was noted as a sudden change in therapy/symptoms. Further information received from the healthcare provider (hcp) indicated that the cause of the urgency and pain was a diagnosed uti. It was noted that when the patient shut off the interstim device, they still had the pain. The patient started antibiotics and the signs and symptoms had diminished. The device was turned back on and working well. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information was received from the patient and it was reported that the circumstances leading to the return of urgency and pain with urination/urges was a urinary tract infection (uti). The patient reported that medication was prescribed for the uti.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.